Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 500mg/dl. The customer stated that the events leading to her admission was vomiting and diarrhea. The customer was experiencing unexplained high glucose for (B)(6). Troubleshooting was performed. The customer's most recent glucose reading was 353mg/dl, and she has treated with the insulin pump and manual injections. The programming, time, and date were correct. Ran a fixed prime test and passed. The customer did not have a tubing clamp available to perform the high pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.